Manufacturer narrative:
The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully placed in the mitral valve. To further reduce mr, a second clip was inserted. However, while grasping, it was observed the anterior gripper did not lower. Troubleshooting was performed, but the issues continued to occur. Therefore, the clip was removed. Another clip was inserted and deployed in the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, a cause for the reported single gripper actuation issue could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.